Manufacturer narrative:
The technician found the cause to be a cracked weldment on the brake steer pedal. The technician replaced the brake steer pedal, the brake caster and the brake caster support to resolve the issue.

Event description:
The technician alleged the brakes are not holding. No pt impact.